Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was going to be used for an endoscopic gastroplasty procedure performed on (B)(6) 2024. Prior to the procedure, the needle shaft would not remain closed which prevented the needle exchange. The procedure was completed with another overstiitch endoscopic suture system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a051104 captures the reportable event of failure to close. Correction g1: MFR site address 1 and MFR site zip/post code. Device evaluation: the overstitch endoscopic suture system was returned for analysis. The handle was actuated from open to close, and the needle did not close. Therefore, it was necessary to dissemble the handle, and it was found that the guide channel for follower pin was damaged. All compiled information on this investigation determines that the most probable cause is cause traced to component failure.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was going to be used for an endoscopic gastroplasty procedure performed on (B)(6) 2024. Prior to the procedure, the needle shaft would not remain closed which prevented the needle exchange. The procedure was completed with another overstiitch endoscopic suture system. There were no patient complications reported as a result of this event.